Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging she turns meter on and it goes to meter home screen but when strip is inserted in meter while it is on meter does not go to testing mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up (2/21/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. Unrelated to the primary issue, the meter's battery was dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.